Manufacturer narrative:
Event problem and evaluation: on (B)(4) 2016, a medtronic representative went to the site to test the equipment. The gantry door failed to open after it completed a scan. The gantry motion controller was replaced, and the reported issue was resolved during the imaging system checkout. Two gantry motion control boxes were returned to the manufacturer for analysis. Each of the returned devices functioned without any problem when installed in a similar imaging system; no fault found. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative, following up with the site, reported that the imaging system's gantry was not opening and closing properly. There was no patient present when this issue occurred. No further details regarding this issue, or specifically when it occurred, were provided.